Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss or change of therapy. Her bladder was not emptying fully and she was retaining fluid in her ureters. This happened about three to four months ago in (B)(6) 2015. The patient's indications for use were urinary dysfunction and sacral nerve stimulation. The cause of retention and if any actions were taken to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.